Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient experiencing a red alarm could not be confirmed through the evaluation of the submitted log files. A specific cause for the alarm could not be conclusively determined through this evaluation. A review of the submitted log files revealed the pump operating as expected at the set speed. No notable events or alarms were captured. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 left ventricular assist system (lvas) patient handbook (rev. A), section 5, ¿alarms and troubleshooting¿, and the heartmate 3 IFU with heartmate touch (rev. D), section 7, ¿alarms and troubleshooting¿, instruct users on how to identify and respond to alarms that sound from their controller. The heartmate 3 IFU, section 8, equipment storage and care¿, and heartmate 3 patient handbook, section 6 ¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the system controller. The patient handbook and IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a red alarm, which resolved and did not log upon review. Log files were sent for review for any events triggering loss of external power or any driveline cable issues. Following review by technical services, it appeared that the log files did not contain any data suspect of a loss of external power or any driveline cable issues. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment appeared to have operated as intended. There appeared to have been some larger swings in pulsatility index (pi), which caused pi events on (B)(6) 2025, which did not cause alarms.